Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was clogged. The following information was provided by the initial reporter: "finding pen needles clogged during injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1306607 d.10. Device available for evalution?: yes. D.10. Returned to manufacturer on: 06-sep-2022 h.6. Investigation summary: customer returned (5) sealed 4mm, 32g pen needles from lot # 1306607. Customer states that the pen needles are clogging during injection. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was clogged. The following information was provided by the initial reporter: "finding pen needles clogged during injection."